Manufacturer narrative:
Based on the current information provided, the root causes of the patients' reported post-operative complications cannot be determined or are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument details. This complaint is being reported due to the following conclusion: in the journal article titled , ¿short-term outcomes of robotic liver resection: an initial single-institution experience,¿ it was noted that a number of post-operative complications occurred. At this time the causes of the post-operative complications are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
On 05-may-2022, intuitive surgical, inc. (Isi) became aware of a world journal of hepatology article titled, ¿short-term outcomes of robotic liver resection: an initial single-institution experience¿ (durán, m., briceño, j., et al., 2022). Within the journal article, post-operative complications involving da vinci-assisted surgical procedures were noted. The purpose of the study was to analyze the outcomes and feasibility of an initial robotic liver program implemented in an experienced laparoscopic hepatobiliary center. The study included a total of forty consecutive patients who underwent da vinci-assisted liver resection procedures between june 2019 and january 2021. The patients were prospectively followed and retrospectively reviewed. Per the journal article, eight patients developed complications and major complications (clavien-dindo > iii) occurred in three patients. One patient developed ascites, one patient developed colon ischemia, one patient developed leus, one patient experienced an acute renal injury, and two patients experienced a bile leak. One of these two patients who experienced a bile leak required endoscopic retrograde cholangiopancreatography. One cirrhotic patient who underwent a right hepatectomy developed post-hepatectomy liver failure, ascites, acute kidney injury and lower gastrointestinal bleeding with no findings at colonoscopy. Another patient required a post-operative red blood cell transfusion. Isi has reached out to the author to obtain additional information but has not yet received a response.